Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 30-year-old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, chest discomfort, coughing, shortness of breath, wheezing, acute bronchitis, multigravida and parity 4. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pain ("lower body pain"), 4 months 25 days after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), emotional disorder ("hormonal changes describe: emotional"), migraine ("migranes/headaches"), nausea ("nausea"), fatigue ("fatigue"), inflammation ("inflammation") and scar ("scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy ¿ supracervical). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, vaginal discharge, bladder disorder, urinary tract disorder, emotional disorder, migraine, nausea, fatigue, pain, inflammation, scar and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, inflammation, menorrhagia, migraine, nausea, pain, pelvic pain, scar, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:-on (B)(6) 2010, essure insertion was attempted, however, was not successful, hence, on (B)(6) 2010, essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on an unknown date: successful placement. Lot number: 716608 manufacture date: 2010-02 expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year old female patient who had essure (batch no. 716608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, chest discomfort, coughing, shortness of breath, wheezing, acute bronchitis, multigravida and parity 4. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pain ("lower body pain"), 4 months 25 days after insertion of essure. On an unknown date, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), emotional disorder ("hormonal changes describe: emotional"), migraine ("migranes/headaches"), nausea ("nausea"), fatigue ("fatigue"), inflammation ("inflammation") and scar ("scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy ¿ supracervical). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, allergy to metals, vaginal discharge, bladder disorder, urinary tract disorder, emotional disorder, migraine, nausea, fatigue, pain, inflammation, scar and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered allergy to metals, back pain, bladder disorder, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, inflammation, menorrhagia, migraine, nausea, pain, pelvic pain, scar, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: on (B)(6) 2010, essure insertion was attempted, however, was not successful, hence, on (B)(6) 2010, essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram on an unknown date: successful placement. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received : lot no. Was added. Event "injury nos" was replaced with pelvic pain. New events, "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, hormonal changes describe: emotional, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, weight gain, back pain, lower body pain" were added. Outcome of events, "pelvic pain" was updated to "recovering/resolving". Onset dates of events were added. Patient's information and product information was updated. New reporter contact information, patient's demographics, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.